Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl is unknown, as initial procedure details were not provide. However, could be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), a sapien was implanted within a failed non-edwards surgical valve in 2014 due to stenosis and regurgitation. Approximately 3 years later, post sapien placement, the patient came back with pvl (3 jets of regurgitation between the sapien stent frame and the existing mosaic valve sewing ring). A 26mm s3 valve was implanted within the sapien valve. The procedure was successful with removement of the pvl. Per report, the 26mm sapien valvular and leaflet function was acceptable at time of implant.